Manufacturer narrative:
Customer strips were evaluated. Although it could not be determined if the bottle cap was already open when the customer got them, the strips read an average of 1mg/dl high out of spec. Using control, and gave satisfactory performance using blood. Retention reagent gave satisfactory performance.

Event description:
The customer opened a box of contour test strips and the bottle was already open. No adverse event was alleged. The customer returned the strips for investigation. New strips were sent to the customer.